Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6, and h11. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Premature stent detachment is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx16mm no tip vascular reconstruction device (product code: encr401600, lot number: 10007051) became impeded in the middle section of the unspecified microcatheter and could not be advanced further. The physician retracted the stent alone. After the stent was out of the y-connector, it was observed to be detached from the delivery wire. The physician switched to a new stent to complete the procedure. The microcatheter was not replaced. No patient injury was reported. It was noted that the surgeon had an extra set of hands to support while flushing and aligning the enterprise system. Is a push-plunge rhv being used was responded as ¿yes, twist-type¿. The physician increased force to remove the delivery wire. The stent was detached from the delivery wire after it was out of the y-connector. The stent was replaced by another enterprise 2. Additional event information received on 27-mar-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.